Event description:
A dental implant was placed in tooth location #30 in 2004. Subsequently the pt experienced nerve damage (tingling) sensation. The implant was removed the following month. Two months later spoke with the doctor. He stated the pt has improved 75% and is continually improving.